Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported poor sound quality. Reinsertion is planned for (B)(6) 2025.

Event description:
The user reported poor sound quality. The user has been reimplanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a partial post-operative migration of the active electrode out of cochlea. Further, a complete insertion of the active electrode was not achieved at implantation surgery with one channel remaining extra-cochlear. In addition, during device investigation minor damage to the active electrode caused by device minute mobility was found. Other mechanical damages are attributable to the removal surgery. This is a final report.